Event description:
Patient was revised to address cup migration and loosening, which caused pain. There was found to be no bony ingrowth. (B)(6) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from large amounts of cobalt chromium metal ions and inflammation. A femoral head has been added and initial emdr created.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 39 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.